Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and successfully resumed insulin use without further assistance, as the problem occurred earlier in the day and was not ongoing.